Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and genital haemorrhage ("severe bleeding"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the abdominal pain, back pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and genital haemorrhage ("severe bleeding"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the abdominal pain, back pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and genital haemorrhage ("severe bleeding"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the abdominal pain, back pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain and genital haemorrhage to be related to essure. The reporter commented: per medical record: on (B)(6) 2009, (discrepancy noted). Essure insertion details: regarding the findings the uterus was anteverted. No gross abnormalities were visualized but there was a lot of fluffy endometrial tissue which made visualization of both ostia very difficult. Left tube - 2 essure coils. Most recent follow-up information incorporated above includes: on 24-nov-2020: medical record received. Lab data and essure lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and genital haemorrhage ("severe bleeding"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the abdominal pain, back pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain and genital haemorrhage to be related to essure. The reporter commented: per medical record: on (B)(6) 2009, (discrepancy noted). Essure insertion details: regarding the findings the uterus was anteverted. No gross abnormalities were visualized but there was a lot of fluffy endometrial tissue which made visualization of both ostia very difficult. Left tube - 2 essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.